Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to use-related mechanical overstress during insertion, consistent with one or more of the following: off-axis insertion/side-loading improper bone preparation resulting in high insertion resistance prying/leveraging the construct during advancement

Event description:
On 10/22/2025, an FDA medwatch notification was received via email. A facility representative reported that during a repair of the achilles tendon and transfer of another tendon procedure, involving the ar-2290 proximal tenodesis implant system, the interface between the rod and implant failed. The implant broke upon insertion with minimal pressure. There was no harm to the patient. The broken piece was removed, and a new device was successfully implanted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.